Manufacturer narrative:
The initial MDR 2432235-2017-00194 was filed on march 14, 2017. Additional information (03/30/2017): a siemens technical support laboratory (tsl) specialist evaluated the patient sample that was provided to them by the customer on the immulite third generation tsh assay, the immulite 2000 free t3 assay and a free t3 assay on an alternate platform. The tsh result and the alternate platform free t3 result indicate that the sample is euthyroid. The immulite 2000 free t3 result indicates that the sample is hyperthyroid. The tsl specialist performed a dilution study with the sample on the immulite 2000 free t3 assay and on the alternate platform free t3 assay. The data from the dilution study does not indicate the presence of a heterophilic or hama interferent in the sample. The cause of the discordant, falsely elevated free t3 results on this sample could not be determined, but there could be another type of interferent in this sample that is being detected by the immulite 2000 free t3 assay there was no indication of product non-conformance in this investigation. Based on the available information, immulite 2000 free t3 assay is performing as intended. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field application specialist (fas) visited the customer site and treated the sample with a heterophilic blocking tube. The treated sample also resulted falsely elevated (> 61.4 pmol/l) on the immulite 2000 free t3 assay. The cause of the falsely elevated free t3 results with kit lot 795 is unknown. Siemens is investigating the issue.

Event description:
Falsely elevated free t3 results were obtained on a patient sample with reagent lot 795 on an immulite 2000 instrument. The initial result was reported to physician(s), who questioned the result. The repeat result from this sample with the same reagent lot was also falsely elevated. This sample was also tested for free t3 on another manufacturer's platform and resulted lower. The repeat results from the immulite 2000 platform and the other manufacturer's platform were reported to the physician. The free t3 results from the other manufacturer's platform were in concordance with the tsh and ft4 results from this patient. There are no known reports of patient intervention due to the falsely elevated free t3 result. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the falsely elevated free t3 result.